Event description:
Complainant alleged that while attempting to treat a pt in cardiac arrest, the device failed to discharge on the first two attempts. On the third attempt the device delivered therapy. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.